Event description:
When the customer deactivated this pod, she noticed that the adhesive was wet and leaking insulin. The cannula had dislodged from the infusion site and some blood was present on the cannula. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.